Event description:
On (B)(6) 2011 customer reported that when the total bilirubin (tbil) is run with a panel, the dxc 600 pro instrument is generating a result of 0. Customer stated that when he runs tbil by itself he obtains results. Customer stated that he is only having issues when panels are run. Erroneous patient results were not reported out of the laboratory, and no patient treatment was affected. Customer did not provide specific patient information. Customer sent in tbil calibrator for troubleshooting and put in a new tbil calibrator. No further issues with the tbil have been reported.